Event description:
It was reported that the patient of the rep dreamstation auto CPAP device had passed away and the patient's wife needed a return label to send back the device. The manufacturer received information alleging death. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is being submitted to provide the manufacturer's final investigation findings, to include the product UDI, and update the coding fields to reflect the investigation. It was previously reported, "the patient of the rep dreamstation auto CPAP device had passed away, and the patient's wife needed a return label to send back the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete." The device was returned to a third-party service center for evaluation. During the evaluation, the device was visually inspected and tested, and it was found to be "working fine". There was no valid complaint to reproduce. The device was not repaired due to a request to scrap it. Additionally; no further information was provided about the patient's cause of death.